Event description:
It was reported a quick-core coaxial biopsy needle set was checked prior to use for an unknown procedure. The operator was unable to separate the coaxial needle. A new, similar device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation: (B)(6) of china notified cook on 17nov2021 about an issue with a quick-core coaxial biopsy needle set (qcs-18-9.0-20t; lot# 13958878). Prior to procedure, they found the dtn needle of the set would not separate easily. The procedure was completed with another qcs set. The device made no patient contact. A review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. Only the unopened quick-core needle was returned to cook for evaluation. The dtn needle was not returned; thus, cook was unable to test and re-create this failure with the device. Additionally, a document-based investigation evaluation was performed. Cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. In response to this incident, cook reviewed the device history record (DHR) for lot# 13958878 and found no non-conformances or additional complaints. Based on the device master record, the device history record, and the device failure analysis, there is no evidence the device was manufactured out of specification at the time. There is no evidence of non-conforming material in house or in the field. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet t_qc_rev6. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, partially returned device, and the results of the investigation, it was determined the cause of this event is related to a quality control deficiency. A project was previously opened to investigate this failure, and quality control inspections were updated. This device was manufactured prior to this correction. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.